Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that confirmed that the patient¿s #10 electrode had high impedances of 40000 ohms across all electrode pairs as of (B)(6) 2023. No further complications were reported or anticipated.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that "oor occurred, impedance was measured during outpatient follow-up, and only no. 10 was high". There were no particular environmental, external, and patient factors that may have caused the event. No particular diagnostics/troubleshooting was performed. Patient injury details noted that pain increased; the patient outcome was health damage. The physician's opinion on severity was not severe. For the actions taken to resolve the issue, they "avoid number 10 and reset". The issue was resolved at the time of the report. Additional information was received. It was reported that the date of occurrence was unknown because it is believed to have had oor and high impedance during normal use. The oor message was unknown. The cause of the oor and high impedance was not determined. The manufacturer representative (rep) didn't know the exact number of the high impedance measurement because they don't have a screenshot, but they think that it was 30,000 ~ 40,000 o. The high impedance was reported to have been high and out of range.

Manufacturer narrative:
G2. Foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.